Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the bending section cover, water tightness was lost. The light guide bundle had significant breakages. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material falling off the channel and a residual liquid or foreign material was coming out of the forceps channel port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct g2 other, and to correct h10. Correction to h10: the following information was provided regarding the user's reprocessing methods: there were no malfunctions with the accessories used for reprocessing. There was no delay to pre-cleaning or manual cleaning. The device was aspirated with water/detergent during pre-cleaning. The channel, port, and suction cylinder were brushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be further identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use and no abnormality of the device was observed in the forceps channel port. The following chapters of the instruction manual for reprocessing were checked and listed below: chapter 3 "compatible reprocessing methods." Chapter 4 "reprocessing workflow for endoscopes and accessories." Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Chapter 6 "reprocessing the accessories". Chapter 7 "reprocessing endoscopes and accessories using an aer)/wd." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information/correction obtained (identified via e1 and directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. E1: reporter name and address: corrected.